Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient underwent a left hip revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012. Operative report noted the acetabular cup had spun into a vertical position and the presence of scar tissue. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's acetabular cup and a biomet head.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient underwent a left hip revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04668 / 04671).